Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was powering down at random times. The user was advised to change out the battery to rule out a faulty battery, or send the programmer in for service. The programmer remains in use. No patient complications have been reported as a result of this event.